Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue did not occur. Functional testing showed the device did not meet with insulation resistance specifications due to damage to the charge coupled unit. In addition, the bending section could not be firmly fixed due to damage at the lock engagement lever. Visual examination found the following: the bending section cover was scratched; the bending section cover adhesive was chipped; and the bending tube braid had broken wires. The following components showed scratches: control unit; hand grip; up/down plate; right/left plate; angulation lever; light guide connector; light guide cover glass; video connector case; video connector; right/left lever; and switch button 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the screen did not appear with the videoscope connected. Olympus has requested additional event information but no response has been received. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely dust, stain or foreign materials adhered to the electrical contacts of the video connector, and the connecting status was insufficient, leading to a temporary poor electric connection to the system. Mechanical stress such as bumping and dropping was applied to the electrical circuit in the image sensor of the image sensor unit which was embedded in the distal end section of the endoscope. Then, the electrical connection status temporarily became poor, exercising a negative impact on the image signal output. As a result, the image signal output became unstable, leading to failure. Moreover, over current may have occurred due to connection/disconnection while the system was powered on, over current from other devices or electrical wiring, or adhesion of dust and moisture to the electrical contacts of the system and the video connector. It was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.